Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported during a preventive maintenance (pm) performed by a getinge service territory manager (stm) that there was customer damage to the blue fiber optic connector on a cardiosave intra-aortic balloon pump (iabp). There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
The getinge service territory manager (stm) who identified the issue replaced the fo sensor extension cable assembly. The stm completed the pm with full calibration, functional, and safety checks which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.